Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this electrode delivered two inappropriate shocks due to oversensing and low amplitude morphology. The patient was brought in and the system was reprogrammed to the secondary vector. Later in time, the patient received another inappropriate shock. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.